Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 3 7742, serial# (B)(4); product type programmer, patient product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown_lead serial# unknown; product type lead. (B)(4).

Event description:
It was reported that the leads ¿rolled¿ after the first lead revision and the patient had a second lead revision where the leads were replaced.